Manufacturer narrative:
Conclusions - the device was not returned for evaluation. Note that there was no information provided to suggest that the device itself malfunctioned or otherwise failed to perform as intended. Results - per the initial report, the patient did so well following surgery that she was too aggressive flexing her anterior lumbar spine before bony fusion matured. The revision surgery is a result of the patient not following post-operative instructions. This event was reported after receiving additional guidance from the FDA (B) (4) on 04/22/2010 relative to reporting requirements.

Event description:
A patient underwent a revision surgery to replace a dislodged spinal fixation device. The hardware was implanted in late 2009 at a single level. Based on information received, the patient performed heavy lifting against medical advice before bony fusion matured.